Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked and clogged was noted. It was reported that the sets leaked from a hole in the line air eliminating filter, which cause the medications to clog the filter. This resulted in a high-pressure alarm. No adverse effects were reported.

Manufacturer narrative:
Cadd administration sets were returned for analysis. One sample was unused, and no defect was detected. The second sample was received occluded with dried medication inside the filter. Functional tests were performed using the hydrostat vessel. The first unused sample passed the test with no difficulties detected. For the second sample it was necessary to apply high pressure in order for the fluid to progress through the assembly. After a bonding operation was performed it was concluded that the extension sets are not occluded, kinked, coiled or have flat spots. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was received with dried medication. No corrective actions are required since the complaint could not be attributed to the manufacturing process.